Event description:
During procedure, the novasure device was inserted into the uterus to complete a cavity assessment; the device would not pass the assessment and was giving an error code indicating the cavity assessment failed. A new device was utilized without issue. No harm to patient. This has occurred in the past at times; we obtain a new device and proceed without incident.